Manufacturer narrative:
UDI number: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event is indeterminable, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 27mm mitral valve for 5 years 3 months, underwent a valve in valve procedure due to severe mitral stenosis. The patient presented symptomatic with congestive heart failure. A 26mm replacement valve was implanted in the patient. Post operative tee showed good valve placement of the replacement valve and no evidence of perivalvular leak. The patient is reported to be doing well post procedure and discharged from the hospital on pod #1.